Event description:
Boston scientific crm received information that this internal cardiac defibrillator was implanted on (B)(6), 2007. At the previous follow up visit in (B)(6) 2009 the battery voltage was at 2.99v. At the most recent follow up visit on (B)(6), 2010 the battery voltage was at 2.66v. There had been no therapy given or events since the last follow up. It was thought that the battery voltage had excessively depleted. In addition, the device was included in the shortened replacement window advisory april 2007 population. A boston scientific crm technical consultant was contacted and discussed the advisory recommendations. A save to disk and memory download were recommended. The device remains implanted and the patient will be evaluated in approximately three months. At that time a memory download and save to disk will be performed and sent to boston scientific crm technical services for review. At the follow up visit in (B)(6), 2010 a save to disk was performed and reviewed by a boston scientific crm engineer. As the time from implant to 2.65 volts (mol2) is greater than 27 months, the patient is not at risk for a shortened eri to eol time, and the shortened replacement window advisory no longer applies. This device appears to be depleting normally. No adverse patient effects were reported.